Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and noticed the ventilator failed the battery test during extended self-test (est). The se allowed the battery to full charge and the issue was resolved. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time the event occurred.